Event description:
Related report reference number: 2017865-2025-14765; 2017865-2025-14767. It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead was not able to penetrate the septum, and it had broken. The lead was replaced with new lead. Patient condition was stable.